Event description:
It was reported that there was an extra little barb sticking to the end of the tip of the catheter, and they apparently cut the patient. Per additional information receive on 14apr2021, it was stated that the customer's penis was cut with coude magic 3 hydro. Follow up with the end user via phone on 15apr2021,the customer did insert the catheter and experienced some discomfort.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. Visual evaluation noted one photo sample of an opened intermittent catheter was received. Visual evaluation noted one large sharp spur was noted on the tip of the catheter. This fails to meet specifications stating that flash of any size is not permitted on the catheter. Although an exact root cause could not be determined, a potential root cause is mechanical failure. The product failed to meet specifications. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was an extra little barb sticking to the end of the tip of the catheter, and they apparently cut the patient. Per additional information receive on 14apr2021, it was stated that the customer's penis was cut with coude magic 3 hydro. Follow up with the end user via phone on 15apr2021,the customer did insert the catheter and experienced some discomfort.